Event description:
Patient with long history of cardial illness presented to cardiac cath lab for elective procedure. Near completion, patient began to cough intermittently and progressively more frequent. Blood pressure dropped after patient coughed up bright red blood. Resuscitative actions were negative.post mortum autopsy indicates exsanguination during a cardiac cath prescedure. A section of the pulnomary artery was either stretched or perforated approximately 3/4" into the parenchyma at the lower of the left lung. Manor of death: accident due to therapeutic misadventure duang cardiac catheterizationdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.